Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore, the device was not implanted.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.